Event description:
It was reported the patient had trial stimulation and two leads placed on (B)(6) 2012 and an implantable neurostimulator (ins) implanted the following week. The patient reportedly had successful pain relief. It was reported that all of the electrodes had impedances greater than 10 ,000 ohms when they were checked in (B)(6) 2013. It was reported the patient visited a body scrub salon which may have had an adverse effect. The patient's leads were replaced due to suspected fracture and the new leads showed normal impedance values and stimulation was delivered successfully.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, (B)(6) explanted: 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).